Manufacturer narrative:
Suspect device: softclix lancet device.

Event description:
Caller states the lancet does not retract into the softclix lancet device. No adverse event reported. Requested return of suspect device and replacement was sent. Caller stated they were not sure if the correct lancet was being used; however, no further clarification could be made. No info provided for where issue was discovered.